Manufacturer narrative:
One flexible curved twist drills for 2.3 sa were returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The entire drill head has broken free from the flexible cable link. The drill head was not returned for examination. The flex cable link is bent and slightly unwound. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied during use. Drill bit being operated in the reverse direction. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported curved clancy guide intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of excessive force. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the device broke inside the bone. The pieces were removed from the patient and a backup device was available to complete the procedure. No delay and no patient injuries were reported.

Manufacturer narrative:
Part number and UDI number have been updated.

Event description:
It was reported that during a procedure, the device broke inside the bone. Backup device was available to complete the procedure. No delay and no patient injuries were reported.